Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event inadvertently reported incorrectly on manufacturer device report number 1220648-2025-25861. D6a/d6b implant/explant dates inadvertently reported incorrectly on manufacturer device report number 1220648-2025-25861. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25861 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant had a 7 day support with a impella 5.5 pump for a patient admitted in for a high risk surgery. The support was completed and the impact study team notified of a adverse event with "possible" relationship to the impella procedure. "Pneumonia as result of prolonged ventilation after rethoracotomy." The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.